Manufacturer narrative:
Intuitive followed up and obtained additional information. The force bipolar smoked during the procedure. The instrument is being returned to isi. The customer was cauterizing when the issue occurred. The endoscope and cadiere was in use when the arcing occurred. A standard generator/esu was used on the vision cart. Cut 3 and coag 3 settings were used on the generator/esu. Instrument was in use for a long time prior to the arcing. Instrument tip was in contact with tissue when the arcing occurred. There was no injury to the patient. Patient did not return to the hospital due to post-surgical complications. Instrument was inspected prior to use. There was no damage out of the ordinary. The instrument was connected properly. There was no instrument tip collision. There were no photographic images or recordings available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar instrument was not working properly. The monopolar energy worked normally. Prior to the call, they had replaced the cautery cables with new ones, but the issue persisted. The technical support engineer (tse) guided the caller to do a power cycle of the generator, but the issue persisted. The caller confirmed that the cautery cables were properly seated on the generator. Tse asked the caller if they could try a different bipolar instrument, when they stated that the instrument started smoking in another joint and not the tip the when the energy was delivered. When the faulty instrument was replaced, everything worked as normal, and surgery proceeded. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Since the product was not returned and the log review was inconclusive, the reported event was unable to be replicated. This issue can be resolved by using an alternate instrument to complete the procedure.